Event description:
A new lead was implanted at s3 but the set screw would not tighten to hold the lead in place. The implantable neurostimulator (ins) was replaced, and the setscrew and connector block were checked after explant. It seemed that there had been an initial problem with the set screw of the ins. The patient was doing fine.

Manufacturer narrative:
(B)(4). Lead: model unknown, lot# unknown, implanted: (B)(6) 2012, explanted: unk. Analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of neurotransmitter model# 3058 (B)(4) showed no significant anomalies. The set screw on the connector block of the implantable neurostimulator (ins) was backed out too far during surgery. The set screw was able to be tightened down onto a known good lead and had good stable output on all electrode pairs.